Manufacturer narrative:
D10: 300-01-12 - equin hum stem primary press fit 12mm: 6808078. 320-38-03 - 145-deg pe 38mm hum liner +2.5: s328911. 320-05-02 - +5 std right tray: 6862970. 320-02-38 - rs expanded glen 38mm, +4mm offset: 6327597. 320-15-05 - eq rev locking screw: 7150144. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02675. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced a periprosthetic fracture with hardware breakage. A cable was required for fixation. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d2a, d2b, d4, d6a, g4, h4, h6. The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.